Manufacturer narrative:
On july 11, 2019 immucor technical support used a remote electronic connection method to assess files on echo lumena instrument serial number (B)(4); visible agglutination was seen in the final well images but there are also multiple underpipetted wells. Technical support notified customer that there were underpipetted wells seen in the color check background images. On july 12, 2019 an immucor field service technician inspected echo lumena instrument serial number (B)(4) at the customer facility. The technician found that the probe was clogged. The probe was replaced and verification of probe accuracy was ran and resulted within specification. Unable to rule out probe as cause of the unexpected negative, unable to rule out the transfusion of an o negative red cell contributed to the unexpected negative/ntd results. The immucor internal report record number for this report is (B)(4).

Event description:
On (B)(6) 2019 a customer reported an rh discrepancy when testing a patient sample on the echo lumena instrument.